Event description:
Boston scientific received info that this right ventricular (rv) lead had dislodged recently due to the pt moving their arm frequently. A lead replacement procedure was successfully performed and a new rv lead has been placed. No adverse pt effects reported.